Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump kept turning off without warning. Customer's blood glucose was 121 mg/dl. Customer reported he had to change the battery twice in the last four days. Customer was advised that the battery cap will be replaced. . Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer will not be returning the device for analysis.